Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported edema on infusion site without redness of the skin and without pain. Patient just changed infusion site and only a slight redness of the skin. No medical or surgical intervention required. Additional information received via email on (B)(6) 2021: patient information was requested, but unfortunately they are unable to provide further details as this information was unknown. No further information provided.